Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the rear response button was not functioning properly. The cause for the defective response button is a stressed cable at the response button switching mechanism contacts. The root cause for the stressed cable cannot be positively identified. No adverse event results from the defective response button connector. The last patient to use this monitor did not report any deficiencies.

Event description:
Review of service date detected a reportable event. During servicing, the rear response buttons of monitor sn (B)(4) was not functioning properly. The last patient to use this monitor did not report any deficiencies.